Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report number # 3005099803-2017-02755 pertains to the first genesys hydrothermablation procerva procedure set and manufacturer report number # 3005099803-2017-02756 pertains to the second genesys hydrothermablation procerva procedure set. It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, during procedure, an insufficient fluid alarm was displayed several times (captured in MFR report # 3005099803-2017-02755). They changed the cassette but the alarm continue to appear (captured in MFR report # 3005099803-2017-02756). They decided to change the controller but the same issue had happened. The physician decided to abort the hta procedure without beginning the heating stage. They were told that this could happen if the controller was not plugged into a wall outlet. When they checked the power source, the controller was plugged into the power pole and not into the wall outlet. A laparoscopic tubal procedure was to be performed but a uterine perforation was noted. The patient condition at the conclusion of the procedure was reported to be fine.